Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Insulin was squirting out during the manual prime process. The customer's blood glucose level was 173 mg/dl. The insulin pump was not dropped or bumped. The drive support cap was flushed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during the basic occlusion test due to loose protruded drive support disk. The insulin pump passed displacement test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. No moisture damage was noted on the electronics assembly. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.